Event description:
Canister imploded. Customer reported that canister was hooked up incorrectly. Contents "splashed all over the o.r."

Event description:
Canister imploded. Customer reported that canister was hooked up incorrectly. Contents "splashed all over the o.r."